Event description:
It was reported that the cracked trial was discovered by hospital staff on unknown date. No surgery details were made available by the surgeon although no harm to patient was reported. No additional information will be provided to the sales rep from the hospital.

Manufacturer narrative:
An event regarding a fractured triathlon standard insert trial was reported. The event was confirmed. A visual inspection confirmed the reported fracture. Gouging was noted on the proximal edges of the device. Clinical factors did not contribute to the event. Device history review indicated all devices accepted into final stock conformed to specification. Complaint history review indicated there have been other events for the lot referenced. The investigation concluded the reported event is the result of a design issue. To address this issue, a design change occurred in 2010 to obsolete this product and create a new replacement product.

Event description:
It was reported that the cracked trial was discovered by hospital staff on unknown date. No surgery details were made available by the surgeon although no harm to patient was reported. No additional information will be provided to the sales rep from the hospital.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.